Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive on delivery test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched ICD window and cracked battery tube threads.

Event description:
It is reported that a customer was hospitalized on 10/02/2014 for a high blood glucose levels. The glucose level was not recorded. The caller was the patient's mother who stated that they feel the insulin pump is the issue and wants it replaced. A replacement pump was shipped out to the issue and wants it replaced. A replacement pump was shipped out to the customer. No further information was provided.